Manufacturer narrative:
Additional information received; the broken part was incorporated into the filling and treatment concluded. The returned file was analyzed. Abs ring is expanded, the file was likely sterilized and therefore could have been used. However, the file turns out to be not broken, not damaged. No fault was found with this instrument. For information, the batch number is unknown, DHR cannot be reviewed. Summary: the returned reciproc file r40 6/100 25mm 040 was likely sterilized and could have been used. However, the instrument is not broken, not damaged. No fault was found with this instrument. For information, the batch number is unknown, DHR cannot be reviewed.

Event description:
In this event it is reported that reciproc files 6x broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.